Manufacturer narrative:
Lumenis service evaluated the associated powersuite 100 watt device and the customer engineer did not find any problems with this device. Lumenis has not been informed as of 2/13/2007 whether or not the enduser expected to return the fiber to lumenis for evaluation. If device evaluation results become available in the future, lumenis will file a follow-up medwatch report.

Event description:
During a urology procedure, a duotome fiber broke and burned the physician.